Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their thyroid surgery was cancelled because the hospital's nerve response monitor kept interfering with their implantable pulse generator (ipg). Ipg remains in use. No patient complications have been reported as a result of this event.